Event description:
The hand piece does not want to fire after the first cartridge (malfunctioned). Nothing happened to the patient. Staff just needed to open a new stapler. Endo gia ultra universal single use stapler 12 mm.